Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that during attempted implant of the device, and upon connection there was no pacing, sensing or impedance. The device was disconnected and reconnected multiple times with the same results. Therefore, the device was removed and replaced with a new device with no issues following connection. No patient complications have been reported as a result of this event.